Event description:
The customer reported that the paramedics were called due to low blood glucose of 20mg/dl. Troubleshooting was performed. The caller stated that he had a false sensor glucose reading. The programming in the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.